Event description:
The customer stated that he was hospitalized for high blood glucose levels, with a reading of 1100 mg/dl. The customer was getting no delivery alarms, but he was not very coherent. The customer stated that he was vomiting and eventually passed out. The customer stated that his doctor wants the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a stripped battery cap coin slot.